Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to deliver a bolus, and after programming and requesting the delivery of the bolus, the pump stopped delivery. Tandem technical support reviewed the pump history and was unable to find any alerts or alarms that had occurred. The customer's blood glucose (bg) level was 200 mg/dl. Review of the pump data logs by tandem technical support showed multiple intermittent occlusion alarms; however, no boluses had been requested during the previous occurrences. On 3/24/2017, the customer requested a bolus which was also suspended due to an occlusion alarm. During a follow-up call on (B)(6) 2017, the customer declined further troubleshooting on the reported event.